Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks during two separate episodes. Technical services (ts) analyzed device episode data and found that there was oversensing of noise that resulted in the shocks. After further testing in clinic, the noise was recreated depending on the patient's positioning. It was noted that this patient also has an implanted insertable cardiac monitor (icm). Reprogramming to the secondary vector was performed. It was noted that x-rays will be done. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.